Event description:
The patient has moderate pain and presents signs of loosening/stress shielding. No revision surgery is planned.

Manufacturer narrative:
Batch review performed on 13 march 2025. (B)(4) items manufactured and released on 18-jan-2023. Expiration date: 2027-12-21. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: one year and three months after undergoing total hip arthroplasty (tha), the patient reported moderate pain. Follow-up x-rays revealed radiolucent lines, particularly around the proximal stem. Aseptic loosening is a known complication of primary cementless hip arthroplasties, as described in the literature, though its causes are often unclear. Based on the available information, the exact reason for this failure cannot be determined. Root cause: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.